Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on feb. 7, 2019, and found as follows; the lot no. Was mk745388. The probe was broken off at 16 mm from the distal end. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The fracture surface of the probe showed that crack developed. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal side was damaged. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The tip of the probe broke off outside the patient at unspecified timing. There was no patient injury reported. This is the report regarding the breakage of the probe.